Event description:
The company received a report where the customer claimed that the inner cannula of the tube was observed to be kinked. The pt was observed to be in distress and upon removal of the inner cannula, a kink was observed. A replacement inner cannula was inserted and the pt was stabilized and no further treatment was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg plant for investigation. If failure investigation results reveal significant info related to the reported customer complaint, a supplemental report will be provided.